Event description:
It was reported that during a gastric sleeve procedure, the device would not fire after three uses. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Results: release button spring. The analysis found that one device was returned with no cartridge reload present. After further analysis, it was noted the device clamping mechanism was noted to be damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the distal spring clamp release was noted to be out of position thus, the release button remains forward and it did not engaged with the clamp arm. This condition caused the device won¿t lock in the closed position. No further functional testing could be performed due to the condition of the device. Although no conclusion could be reached on what may have caused the found condition of the spring clamp release to be out of its intended position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.